Event description:
It was reported that during a routine device check, high, out of range high voltage lead impedance was observed. The patient was asymptomatic. The patient will continue to be monitored via follow-up and home monitoring. The patient was stable before, during, and post follow-up.